Event description:
The ER staff was preparing for a cardiac pt to arrive at the facility. A nurse powered up the unit and it functioned properly. "A few minutes later", the nurse noticed that the unit's monitor screeen was blank. They returned the unit off and on again, changed the unit's battery, and plugged and unplugged the powercharger, but the unit only functioned properly for a few minites. The complainant indicated that the power and ready led's were lit on the powercharger. The staff obtained another unit. The unit was not in use on a pt when the malfunction occurred. There was no adverse effect on any pt.